Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation and prior to use the stent implant was dislodged from the balloon; the device was not used. There was no patient involvement. A different stent delivery system was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was unable to be confirmed, as the stent remained on the balloon, but was loose on the tightly folded balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there were crimp marks in between the balloon markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during unpackaging and/or during preparation of the device resulted in the noted loose stent which was reported as stent dislodgement. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.